Event description:
It was reported that the user experienced sustained high blood glucose readings above 350 mg/dl for approximately three hours after a set change, received a high glucose alert, disconnected from the ilet after one hour, and administered a subcutaneous insulin injection; troubleshooting identified that the infusion connector had been turned the wrong direction and did not lock until instructed to turn it clockwise, after which the user reconnected and glucose levels trended down. Symptoms included hyperglycemia with a ketone reading of 0.6 mmol/l, followed later by hypoglycemia to 65 mg/dl that responded to oral fast-acting carbohydrates. Outcomes included temporary interruption of automated insulin delivery, use of backup insulin by injection, manual blood glucose monitoring, oral carbohydrate treatment, and user education on connector attachment and hypoglycemia treatment. Investigation included technical troubleshooting with the user. Investigation of this case revealed user technique error related to improper connector rotation and incomplete connection prior to reconnection. It was concluded that the event was related to user handling, with device function restored after correct connector engagement and ongoing resolution of glucose values.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.